Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra resilia valve was not returned for examination as it remains implanted in the patient. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed the deployed valve appeared to be canted within the target site, minimal waist was observed on the deployed valve after post-dilation, and moderate central regurgitation was observed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation training manual, and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. The reported events of malpositioned valve and central regurgitation were confirmed based on the provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "the first valve was deployed high at 100% or 105% left cusp. It was noted on tte echo that there was a significant leak that showed as intravalvular. The team was unsure if it truly was aortic insufficiency (ai) or if it was paravalvular leak (pvl). The implanter decided to place a 2nd valve (23mm sapien ultra valve) in the 80/20 position which resolved the leak." In addition, per a review of the provided imagery, the valve was malpositioned. The deployed valve appeared canted within the target site (native annulus). A minimal waist was observed on the deployed valve after the post-dilation. Moderate central regurgitation and mild paravalvular leak were observed. Per IFU, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per training manual, "thv should be deployed around 70/30 to 80/20 (aortic/ventricular)." In this case, the valve was not positioned nor deployed correctly. Available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. Per the instructions for use (IFU), transvalvular leak, valve regurgitation, and malposition requiring intervention are known potential adverse events associated with transcatheter valve replacement (thv). Potential root causes for central regurgitation at the time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. The malpositioned valve appeared canted within the target site, resulting in central regurgitation. In this case, available information suggests that procedural factors (malpositioned thv)) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
During a tavr procedure using a 23mm sapien 3 ultra resilia valve via transfemoral approach, the first valve was deployed high at 100% or 105% left cusp. It was noted on transthoracic echocardiogram (tte) echo that there was a significant leak that showed as intravalvular. The implanter decided to place a 2nd valve (23mm sapien ultra valve) in the 80/20 position which resolved the leak. The patient is doing well. Imagery was reviewed that indicated moderate central regurgitation and the deployed valve appeared canted within the target site.